Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the distal end of the distal markerband.

Event description:
It was reported that balloon rupture occurred. The patient was to undergo complex percutaneous coronary intervention (pci). The 80% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified right coronary artery. Intravascular ultrasound was utilized to identify the vessel size. A 2.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation; however, during third inflation at 14 atmospheres (atm) for 10 seconds, the balloon ruptured. Intravascular lithotripsy (lvl) was performed before advancing 3.50mm x 12mm nc emerge balloon to further prepare the lesion. During initial inflation at 12 atm for 15 seconds, the balloon rupture. An additional 3.50mm x 12mm nc emerge balloon was used, but it also ruptured during initial inflation at 12 atm for 15 seconds. Dilation was completed with another balloon. After complex pci was performed, a synergy stent was placed. Following deployment, a 4.00mm x 12mm nc emerge balloon catheter was used for post-dilatation. However, during second inflation at 16 atm for 10 seconds, the balloon ruptured. A 4.50mm x 12mm nc emerge balloon catheter was advanced; however, during initial inflation at 12 atm for 5 seconds, the balloon also ruptured. Lastly, another 4.50mm x 15mm nc emerge balloon catheter was advanced, but it also ruptured during first inflation at 12 atm for 7 seconds likely due to calcium nodule. The ruptured balloons were all removed via simple pullout. The procedure was completed with another balloon and no patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6)

Event description:
It was reported that balloon rupture occurred. The patient was to undergo complex percutaneous coronary intervention (pci). The 80% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified right coronary artery. Intravascular ultrasound was utilized to identify the vessel size. A 2.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation; however, during third inflation at 14 atmospheres (atm) for 10 seconds, the balloon ruptured. Intravascular lithotripsy (lvl) was performed before advancing 3.50mm x 12mm nc emerge balloon to further prepare the lesion. During initial inflation at 12 atm for 15 seconds, the balloon rupture. An additional 3.50mm x 12mm nc emerge balloon was used, but it also ruptured during initial inflation at 12 atm for 15 seconds. Dilation was completed with another balloon. After complex pci was performed, a synergy stent was placed. Following deployment, a 4.00mm x 12mm nc emerge balloon catheter was used for post-dilatation. However, during second inflation at 16 atm for 10 seconds, the balloon ruptured. A 4.50mm x 12mm nc emerge balloon catheter was advanced; however, during initial inflation at 12 atm for 5 seconds, the balloon also ruptured. Lastly, another 4.50mm x 15mm nc emerge balloon catheter was advanced, but it also ruptured during first inflation at 12 atm for 7 seconds likely due to calcium nodule. The ruptured balloons were all removed via simple pullout. The procedure was completed with another balloon and no patient complications were reported.